Event description:
Ventricular under sensing prior to detection. Does not appear to delay detection or therapy high a. Threshold on 24-mar-2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).